Event description:
Hill-rom recevied a report from a hill-rom tech stating the brakes were not holding. The bed was located in room 27 at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The tech found the brake supports were broken and cracked. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the brake casters to resolve the issue. Based on this info, no further action is required.